Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 129, 128, 132 and 163 mg/dl. Customer stated she was comparing results to another device; actual meter to meter comparison results were not provided. The customer¿s expected blood glucose test result ranges are 90-110 mg/dl am fasting and 120-140 mg/dl pm fasting. The customer stated she was feeling weak and had a headache; customer stated this has been ongoing for one week. Medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/31/2024 and open vial date is (B)(6) 2023. The meter memory was reviewed for previous test result history: result 1: 129 mg/dl date: (B)(6) 2023 time: 7:40 am fasting. Result 2: 128 mg/dl date: (B)(6) 2023 time: 7:00 am fasting. Result 3: 132 mg/dl date: (B)(6) 2023 time: 6:59 am fasting. Result 4: 163 mg/dl date: (B)(6) 2023 time: 6:58 am fasting. Result 5: 119 mg/dl date: (B)(6) 2023 time: 8:07 pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note 1: manufacturer contacted customer in a follow-up call on 03-aug-2023 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 10-aug-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.